Event description:
Ems crew statement: upon attempting to pace a pt the monitor would start to pace and stop and say connect electrodes. This happened multiple times. The pads were changed and the monitor worked fine. Approx, 5 mins out from hosp the monitor again stopped pacing and so the therapy cables were changed and it worked again for a short time. Upon arrival the pacing was working only sometime so the pacing was stopped. The pt's rate was above 80 and sustained and the dr did not resume pacing. At this time the pt's bp had come up to positive radials. The pt had unk heart conditions. Reporter does not believe that it effected the outcome due to it working most of the time. However they also gave atropine.